Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 3.3mmol/l (59mg/dl). The customer's expected fasting blood glucose test result range is 4mmol/l to 11mmol/l (72mg/dl to 198 mg/dl).the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 7.2mmol (130mg/dl) using true track meter and 6.9mmol (124mg/dl) using the same meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 02/27/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with the result of 3.3 mmol/l on (B)(6) 2016 at 10:45 a. The customer has not made any recent changes in diet, exercise regimen, or medication. The customer is testing three to five times a day (fasting). The customer has eaten less than two hours prior to performing the back to back blood tests.